Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent removal of abdominal skin nevus, davinci assisted laparoscopic supracervical hysterectomy, bso, sacral and posterior colpopexy, perineoplasty and labioplasty due to sui, pop and labial hypertrophy.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to exposed mesh. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to pelvic pain. (B)(4).